Event description:
It was reported that during the implant procedure, a cranial hemorrhage occurred. During the implant, it was noticed that the pt exhibited a "backflow" of blood from the insertion tube. The pt responded well to the physician's evaluation, so the doctors decided that they would continue with the case. A permanent lead was placed in the pt's right hemisphere after 3 microelectrode recording (mer) passes. A second permanent lead was then placed in the pt's left hemisphere after 2 mer passes. After the procedure, a CT scan was performed, and it showed a 6 sonometer cranial hemorrhage just below the dura in the left hemisphere. No intervention was required, and the pt recovered in the hospital after one week of rest. The pt was doing "well," and there was no obvious brain damage or mental incapacitation as a result of the hemorrhage because the bleed occurred in a "quiet" area of the brain. Refer to MFR report # 3007566237201008996.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.